Manufacturer narrative:
(B)(4): eval: eval results are anticipated.

Event description:
It was reported that during pt use in the ICU, the con rom failed and device alert messages alarmed and the ventilator shut down. The nurse immediately responded to the alarm by ambu bagging the pt. Turning the ventilator off and on fixed the error messages. The pt was reconnected to the ventilator and no further issues were reported. No serious pt injury was reported.